Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "visible ripples, without needing to be palpated", "blurred", "rupture", and "silicone is identified in probable lymph node in the left internal thoracic chain"

Event description:
Patient reported left side "visible ripples, without needing to be palpated", "blurred", "rupture", and "silicone is identified in probable lymph node in the left internal thoracic chain." Device remains implanted.

Event description:
Additionally, ¿swollen ganglion in the axilla. That disappeared with anti-inflammatory¿ was reported.